Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that the drill bit device was stuck inside the attachment device. The reporter stated that the drill bit device was not broken; it was just too snug in the attachment device. The reporter did not know which drill bit device was inserted. There was a five minute delay to the surgical procedure to obtain a spare device. It was reported that the surgery was competed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device by dismantling the device and it was determined that excessive soap residue in the bearings caused the failure. It was observed that the root cause of the failure was due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wear out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.